Event description:
As reported, approximately 3.5 years post initial right tka, this (B)(6) male patient had a total knee replacement which failed. Patient reason for the revision was poly failure. There is lots of poly wear and it had a sandpaper texture to it. It was discolored and yellow in spots. There was osteolysis. Surgeon saw the patient in clinic and recognized a failing component. Patient revised to competitor's device. There was no parts or pieces fell into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, right, sz 3 (cat# 02-010-03-0330 / serial# (B)(4)). Lgc tibial fit tray cem sz 3f / 4t (cat# 02-012-45-3040 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported was likely the result of incomplete seating of the tibial insert at the time of implantation. Incomplete seating likely caused anterior migration of the tibial insert and axial rotational mismatch of the femoral component relative to the tibial components, which resulted in excessive posterior contact, especially medially, and led to severe wear of the polyethylene and the medial edge of the tibial tray. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported in was likely the result of incomplete seating of the tibial insert at the time of implantation. Incomplete seating likely caused anterior migration of the tibial insert and axial rotational mismatch of the femoral component relative to the tibial components, which resulted in excessive posterior contact, especially medially, and led to severe wear of the polyethylene and the medial edge of the tibial tray. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.